Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was submerged in water (within tandem ipx7 specifications) and a malfunction alarm subsequently occurred. Additionally, the wake button "was not working," and the pump display would not allow the customer to access different areas on the pump screen. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110 mg/dl.